Event description:
Reporter alleged obtaining discrepant blood glucose values of 62 mg/dl and 147 mg/dl back to back with a result of 84 mg/dl when testing was performed within 10 minutes on a patient using the inform system. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.